Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 02/12/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown heart surgery in 2020 and the suture was used. During knotting, the suture broke. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/9/2020 a manufacturing record evaluation was performed for the finished device batch: pjh822, xn8581h19 and no non-conformances were identified.